Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with the instruction to call back if the issue recurs, which the caller acknowledged and understood.